Event description:
Boston scientific received information that this right ventricular (rv) lead appeared to have dislodged. No pacing was observed on the ECG monitor; the pacing output was 5v at 0.35ms, the pacing impedance measurement was 400 ohms, and the r-wave amplitude was 4-5mv. The patient was not symptomatic. A revision procedure was started and it was noted the lead pathway had changed since implant. The lead was repositioned successfully, with good measurements observed when tested with the device. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.